Event description:
A multicenter retrospective analysis of 847 pts receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1998, the pt underwent a primary right l5-s1 spinal root decompression. 5 days later the pt presented with csf leak. The investigator noted the event as severe in intensity. Physician performed secondary surgery to repair a small opening in the dura. The condition was resolved with treatment in 1/1999. The investigator noted this event as possibly related to the administration of adcon-l. The investigator noted surgical complication as a possible cause for the event. One year after implant, the pt presented with recurrent disc herniation. The investigator noted the event as moderate in intensity. Physician ordered MRI which showed recurrent disc herniation at right l5-s1. No surgery performed at the request of the pt. It is unknown if the condition was resolved, as the pt was lost to f/u, no further data available. The pt was last seen 2/00. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted natural history - 6% lifetime as a possible cause for the event.